Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mt218185, batch mt218385.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2013. During the procedure, the device work initially and then stopped rotating. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.